Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d9: yes, return date: 12-dec-2022 h3: yes dev rtn to MFR? Yes product event summary: the full delivery system was returned and analyzed. The bond of the inner boss of the delivery system released from the inner shaft. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. There was a mechanical issue with the device cup of the delivery system. The inner boss of the delivery system was loose. The analyst noted the full delivery system was returned with the device intact in the device cup with no tines sticking out of the device cup from the device. The marker band on the device cup was delaminating. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. Deployment test could not be performed as the inner shaft was kink/buckled inside the delivery system handle that prevented deployment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the "tines sticked out" of the leadless implantable pulse generator (ipg) delivery system catheter with "lock in closed position". The ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #(B)(6):(B)(6) / fri (B)(6) 2023 08:01:27 gmt-0600 central standard time analysis summary for pe#: (B)(6), analysis transaction ID#: (B)(6), model#: mc1vr01 serial/lot#: (B)(6), methodology and techniques: the actual product involved in the event was evaluated. Electrical tests were performed. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed: device - functional analysis, and device-preliminary-leadless-analysis. Results of analysis: based on analysis, it was determined the product met specification. Product disposition: the product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. Analysis information -- 2023-01-20 08:01:22 cst pli# 10 product ID# mc1vr01 the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Continuation of d10: product ID mc1vr01-delsys, serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the "tines sticked out" of the leadless implantable pulse generator (ipg) delivery system catheter with "lock in closed position". The ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-oct-2023, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 06-may-2022, labeled for single use: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.